Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed a rash underneath the therapy electrodes that was getting worse. The patient's physician recommended that the patient discontinue use of the lifevest. The patient reported that the irritation improved after removing the lifevest.